Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (b)(46 2018, a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Signal loss up to one hour is within specification; the reported allegation falls within expected performance so a data investigation will not be performed. Confirmation of the complaint was undetermined. A probable cause could not be determined. Additionally, it was reported that the operating system for the smart device was not a supported system. Labeling indicates that the dexcom continuous glucose monitoring (cgm) application is only compatible for select devices and operating systems. No additional event or patient information is available.